Event description:
The customer reported via phone call with the helpline that he had a low blood glucose event, of 21 mg/dl, which he treated with orange juice and a glucagon shot. The customer declined troubleshooting for the insulin pump but stated he would at a later time. The customer stated that the related sensor had a reading of 75-80 mg/dl. There was no hospitalization or emergency services related to the event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.